Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 250 mg/dl at the time of the incident. The customer's mother stated that they were given saline and sugar for the high blood glucose. The customer stated that they experienced vomiting. The time of the hospitalization was 5pm and the date of the hospitalization was 01/05/2016. The customer's mother stated that they were on the insulin pump until they arrived at the hospital. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.